Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. A starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Perclose proglide #2 (part 12673-03, lot 930416h) is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A probable root cause for this event could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.